Event description:
The user experienced quality control issues since (B)(6) and received questionable free thyroxine (ft4) results for an unknown number of patient samples. The questionable results were discovered when the user pulled patient samples for comparison testing after quality control had failed after the reagent cassette was changed. The user stated they found questionable results from (B)(6) 2012. Data was only provided for five patient samples tested on (B)(6) 2012, of which the results for two were discrepant. Patient sample 1 initial result was 2.2 ng/dl and the repeat result was 1.8 ng/dl. Patient sample 2 initial result was 0.8 ng/dl and the repeat result was 0.6 ng/dl. The initial results were reported outside the laboratory. The repeat results were considered to be correct and corrected reports were issued on (B)(6) 2012. The patients were not adversely affected. The ft4 reagent lot number was 16649802 with an expiration date of 01/31/2013. The field service representative checked the analyzer and was unable to determine a cause. All mechanical and fluidic alignments were okay and there was no apparent cause for the problem. To verify the analyzer operation, he ran performance testing with all results within the acceptable parameters.

Manufacturer narrative:
A specific root cause could not be identified with the information provided for investigation. It was noted the customer did not use aliquots of the ready to use calibrator material which is documented in product labeling.